Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. The set was then tested underwater at 8 psi with no leak noted during clamp function and no tubing leak noted. The set was visually inspected and noted chipping/flaking and crack of the light blue main body. The complaint was confirmed in the lab for damaged.

Manufacturer narrative:
(B)(4). The assignable cause for the damage was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
A customer reported to baxter (B)(4) that some cracks on the light blue main body were noticed. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.